Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture was not attached to the needle upon plunger removal. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted after a percutaneous peripheral interventional (ppi) procedure. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.